Manufacturer narrative:
###A supplemental report is being submitted for investigation summary. Additional products: serial#(b)(6_ h6:FDA method code(s):b15, b17 h6:FDA result code(s):c19 h6:FDA conclusion code(s):d14 product event summary: one (1) controller (con317836) and one (1) battery (bat590735) were not returned for evaluation. Review of the controller log files associated with con317836 revealed a controller fault alarm logged on (B)(6) 2021 at 09:47:24, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. Additionally, a vad disconnect alarm was logged (B)(6) 2021 at 09:49:45 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting during the reported controller exchange. Log file analysis associated with con314446 revealed a controller power up event logged on (B)(6) 2021 at 09:25:19. Based on the log files, the power event was logged due to the reported controller exchange. Log file analysis associated with con314446 also revealed a power disconnect alarm logged on (B)(6) 2021 at 09:26:54 involving bat5 90735. During the power disconnect alarm, a safety alert word (saw) value was recorded indicating an overcurrent alert. The log files recorded a high-power consumption during the motor start following the power up event, which required more current from the batteries. The battery was most likely physically disconnected, causing the controller to log this event as a power disconnect alarm. As a result, the reported events were confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause of the reported power disconnect alarm can be attributed to physical disconnection of the power source. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2018 / serial #: (B)(4) UDI #: (B)(4) available for eval: no, evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 06-dec-2017, labeled for single use: no (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited a power disconnect alarm, and the controller exhibited a controller fault alarm due to a depleted internal battery. The battery remains in use and the controller was exchanged. It was noted that the controller exchange was done at the patient's home and took longer to complete. No patient complications have been reported as a result of this event.